Event description:
During a procedure, a pt with a femoral trochanteric fracture was having a pfna compression blade inserted. Surgeon connected the impactor with the blade and inserted it into the femoral head. At the final operation phase, the blade could not be locked. Surgeon confirmed the location of the blade in the femoral head from anterior - posterior (ap) and medial - lateral (ml) side by the x-ray fluoroscopy. After the procedure, date unknown, surgeon found that the end of the blade was penetrated for a few mm from the femoral head. Revision surgery took place, date unknown, hardware was removed. On the revision surgery, the blade could be locked as usual. However, the tip of the blade was positioned to the place where just before of the femoral head which was different from the confirmation by x-ray fluoroscopy.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.